Event description:
It was reported that a patient implanted with a implantable neurostimulator for deep brain stimulation experienced a decline in therapy and symptom return occurred. Impedances were found to be out of range (greater than 10,000 ohms) on the left vim electrode 3. The patient had previously undergone gamma knife surgery in the area near the deep brain stimulation implant, however, this was prior to having the implant. Settings were noted to be higher than typical at 7ma. Multiple impedance checks were performed during the patient visit, all confirming out-of-range values. The clinician is not using the affected contact to provide therapy and no interventions/actions are currently planned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) therapeutic benefit remains the same, no symptom return. No other actions planned at this time and confirmed with healthcare provider (hcp).